Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of pain is listed in the proglide instructions for use as a potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to difficulty inserting the sheath/ device include, but not limited to, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The reported patient effect of pain is a known inherent risk of the procedure and the subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after an right leg interventional procedure using a 6f sheath. Reportedly, the tip of the proglide was getting caught on an iliac stenosis upstream and causing the patient pain during insertion. The decision was made to stop using the device and when the device was removed the pain stopped. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.